Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 3b endoleak not the reported type 3a endoleak. Additionally there was evidence to reasonably support the following observation; a type 3b endoleak of the main body and two proximal extensions. The clinical evaluation found evidence to reasonably suggest the following contributing factors to the reported event; off label use, calcium in the proximal seal zone, thrombus in the proximal seal zone and severe remodeling of the stents. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown. There is not enough information to determine the root cause at this time. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. Patient came in emergently with pain and computed tomography angiography (cta) showed a potential type 3a endoleak, patient was noted to have a severely short angled neck. The physician elected to implant a non-endologix device to seal the endoleak. The patient is in stable condition.